Event description:
Additional information received confirmed that initially the patient presented in-clinic for a routine check-up and later as a resolution programming changes were made. The patient condition was stable.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r-wave oversensing. Further information was requested but not received.